Event description:
It was reported the infection had cleared.

Event description:
It was reported the patient never had therapeutic effect. The patient went to the bathroom six times in fourteen and a half hours. They got up every two hours during the night. Prior to implant, the patient was going twenty-nine times a day. While on the call, the patient switched from program one at 0.9 v to program two at 0.7 v. The patient felt stimulation. Nine days later, stimulation was reported as too strong since implant. Stimulation was uncomfortable and made them feel like they needed to use the bathroom when they didn¿t. It felt like they had a catheter in. The patient met with a manufacturer representative for reprogramming. Impedances were good. Stimulation started ok, but became uncomfortable. Turning stimulation down to 0.0 v did not resolve the issue. Turning stimulation off did not resolve the issue. While on the call, the patient changed to program three at 0.4 v. Stimulation was comfortable. Five days later, the patient¿s stimulation was again too strong. The patient felt stimulation in the vaginal area and possibly at the pocket site. Turning stimulation off did not resolve the issue. Four days later, it was reported the system was explanted. The patient had an infection. No falls or traumas were associated with the issues. The patient had interstitial cystitis. The patient¿s trial went well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a culture was obtained from the patient's right buttock device pocket. The culture was negative for infection, but positive for inflammatory cells. The type of organism cultured was coagulase-negative staphylococci. Antibiotics were prescribed and explant was performed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0m9wx, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had fluid in the pocket. The patient was re-implanted and doing well.